Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd microlance¿3 needle the needle broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: I am reporting a quality defect on a bd microlance 3 18g x 40 mm needle ref (B)(4), lot 220919 per 08/2027: when handling the solvent and injecting it into the antibiotic vial, the needle broke at the plastic level. I have the needle at your disposal.

Manufacturer narrative:
A device history record review was completed for provided material number 304622 and lot number 220919. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither picture nor physical samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for the reported incident. With the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. See narrative below.